Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication did not appear in the cii safe autostock function for refilling. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not appear in the pyxis and the auto stock function in the cii safe to be refilled. A technical support specialist (tss) dialed into the cii safe, logged in as care fusion support and verified the backup. Tss backed up the database to a new folder, opened the data base structured query language and ran a query to delete the inventory message for the affected location. Tss then dialed into the server, ran a spi and pyxis med station report to verify if the message received by cii safe. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication did not appear in the cii safe autostock function for refilling. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.